Event description:
This lead was implanted on (B)(6) 2009 and taken out of service on (B)(6) 2012 due to non-capture and poor sensing. The lead had high thresholds, 5.0v @ 1 ms. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).